Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged getting random loss of prime for about a month. There is no indication the alleged product issue caused or contributed to an adverse event. Troubleshooting completed by animas customer support revealed that the current loss of prime the reporter called about was the result of an "auto off" alarm; the pump did not malfunction. The reported stated the user had lost confidence in the pump and insisted on receiving a replacement pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.